Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -17.50/+4.0/070 (sphere/cylinder/axis), within the same surgery due to the lens was inserted upside down in the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown. Post-op, the patient had blurred vision and 1 + cell. See MFR. Report # 2023826-2023-01781 for replacement lens.